Manufacturer narrative:
It was reported that a 64-year-old male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis and prolonged hospitalization. The device evaluation was completed on 22-oct-2021. The product was returned to biosense webster for evaluation. Bwi conducted a visual inspection and an evaluation of all features of the catheter. Visual analysis of the returned product revealed that no damage or anomalies were observed on the smart touch sf catheter. Per the event, several tests were performed. The magnetic, temperature, and force features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of bwi¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No malfunction was observed during the product analysis. The instructions for use states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on (B)(6)-2021. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis and prolonged hospitalization. During the procedure, a pericardial effusion was noticed. The pericardial effusion was discovered when the patient¿s blood pressure went down and the heart was not ¿squeezing¿ as seen on the ultrasound system. The pericardial effusion was confirmed by intracardiac echocardiography (ice). Medical intervention provided was a pericardiocentesis and 602 cc of fluid was removed. The patient was reported to be in stable condition. The procedure was completed. The physician did not know what caused the pericardial effusion. This adverse event was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event was that the physician was unsure of the cause, but does not believe it was a biosense webster, inc. Product malfunction. Patient outcome of the adverse event was improved. The patient required extended hospitalization because of the adverse event. The patient did stay in the hospital due to pericardiocentesis. Patient was admitted to intensive care unit. It was noticed on x-ray that the cardiac silhouette was not contracting like it should, which prompted the ice to confirm the effusion. Transseptal puncture was performed with a baylis transeptal needle. Prior to noting the cardiac tamponade ablation was performed. No evidence of a steam pop. The event occurred during the ablation phase. Irrigated catheter was used in the event and the flow setting: high 8.15 ml/min and low 2 ml/min. The correct catheter settings were selected on the generator. The pump was switching from low to high flow during ablation. No error messages were observed on biosense webster equipment during the procedure. Visitag module parameters for stability: 3ms for 5 seconds, and 2mm in size with no additional filter used with the visitag and color options were used prospectively: time.